Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 44 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.